Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended verifying the power cord and alternating current (ac) outlet. Additionally, it was advised to try to duplicate the malfunction by running extended self-testing (est), short self-test (sst), and run the ventilator overnight. The customer biomedical engineer reported that, it was confirmed that this ventilator was accidentally unplugged while on the patient, and the unit switched to battery power. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator generated a low alternating current (ac) power alarm. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.